Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
Received info stating that the customer's fill estimate was inaccurate. After changing out a cartridge, customer reportedly draws out insulin from the old cartridge and mixes it with new vials of insulin. There was no impact to the customer's blood glucose level.